Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of four events reported for the same pt involving two separate products.